Event description:
Pt presented with an infection, erythema and edema one week following placement of a (B)(4) on a diabetic foot ulcer as part of a study. Pt was treated with antibiotics.

Manufacturer narrative:
The device was not returned to the MFR for eval. Review of lot records indicated that device met all acceptance criteria prior to release. Based on the available info, the cause of the event could not be determined.